Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -3.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.